Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. The frame grabber error was confirmed. Replaced the umbilical cable and performed the system check-out. The system is working properly again. The replaced umbilical cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed a framegrabber error. The surgeon opted to complete the procedure without the use of the imaging system and medtronic navigation because of this issue. The case was completed successfully without the system after a reported delay of less than one hour. The patient was not impacted.